Event description:
It was reported that during a procedure involving the subclavian with an ostial stenosis (off label use), and after stent deployment, the stent migrated to the aorta. The stent remains in the pt, as there was no intervention performed.